Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient experienced a staphylococcus infection and three strokes after being implanted with a bsc system.